Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A device evaluation confirmed the customer allegation. The auxiliary water tube was clogged. There was no name plate for the scope connector cover. There was glue adhesive trace of switch number one (1). The forceps channel (ch) tube had leakage. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the auxiliary tube of the videoscope was found to be clogged during reprocessing. The device was returned and a device evaluation revealed presence of tissue glue on the distal end and insertion section. It was also reported, the tissue glue was not used for the last procedure before the issue was noticed. There was no patient involvement.